Event description:
Toothbrush heads have come apart and broke. Tiny metal pieces have fallen apart from the heads - oral-b [device breakage] . Product counterfeit - oral-b [product counterfeit] . Case narrative: male consumer via phone reported that the oral-b toothbrush heads came apart and broke and tiny metal piece fell apart from the heads. No injury was reported. 30-apr-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
30-apr-2025 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrush heads have come apart and broke. Tiny metal pieces have fallen apart from the heads - oral-b [device breakage]. Case narrative: male consumer via phone reported that the oral-b toothbrush heads came apart and broke and tiny metal piece fell apart from the heads. No injury was reported.